Manufacturer narrative:
Reason for surgery: cystocele r/t paravaginal defect, prolapse and rectocele.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent cystoscopy. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, bleeding, vaginal scarring and other unspecified issues. It was reported that patient underwent excision of vaginal mesh with anterior colporrhaphy on (B)(6) 2006 for vaginal mesh erosion. Patient also underwent excision on vaginal scar tissue and exploration of underlying tissue on (B)(6) 2007 for granulation tissue of vaginal mucosa, status post pelvic reconstruction using mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.